Manufacturer narrative:
(B)(4) there was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum pediatric continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6)2015, the patient experienced a skin reaction to the adhesive and had seen the doctor. The doctor did not recommend anything for the skin reaction. The sensor was inserted on (B)(6) 2015 at the buttocks. No additional event or patient information is available.